Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio then replaced the user interface (ui) pcb assembly and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further evaluated the removed ui pcb assembly and determined that the cause of the reported issue was that an integrated circuit (ic) chip, designator u2, had corrupt memory.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that they observed that their device had a service indication during an inspection. There was no patient use associated with the reported event. Upon evaluation of the customer¿s device, physio-control observed that the device would intermittently reboot by itself and not complete the boot-up cycle. Additionally, it would either have a full, or partial white display. As a result, defibrillation may not be possible if it were necessary.